Event description:
It was reported that the right ventricular (rv) lead experienced high impedance, and short interval counts (sic) resulting from a possible lead fracture. In addition, the physician noted there was an instance of aborted ventricular fibrillation (vf) therapy. The rv lead was programmed off, and subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected, the right ventricular lead integrity alert was triggered, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that beginning (B)(6) 2014, the sensing integrity counts up to 26629; with multiple non-sustained tachycardia episodes and aborted ventricular fibrillation (vf) episodes were detected with evidence of lead noise oversensing. On (B)(6) 2014, the rv pacing lead impedance measured 7024 ohms which had been stable at 400-500 ohms. The rv lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days.